Manufacturer narrative:
Results: there was no visible damage to the returned lantern. Conclusions: evaluation of the returned pod coil revealed a fractured sr wire. If the pod coil is forcefully retracted against resistance, damage such as a sr wire fracture may occur. Therefore, the root cause of the reported complaint could not be determined. Further evaluation of the returned pod coil revealed kinks in the pusher assembly. This damage was likely incidental to the report complaint. Evaluation of the returned lantern revealed a functional device. During the functional test, a demonstration coil was advanced through the lantern without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01936.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01936.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern), pod coils and a non-penumbra catheter. It was noted that the patient anatomy was tortuous, calcified and narrowed. During the procedure, while advancing a pod coil into the hub of the lantern, the physician experienced resistance; therefore, the pod coil was removed. The physician then flushed the lantern several times and re-attempted to advance the pod coil; however, the issue did not resolve. Therefore, the lantern and pod coil were removed. The procedure was completed using another microcatheter and five coils. There was no report of an adverse effect to the patient.